Event description:
It was reported that the patient¿s lead disconnected and was revised 2 subsequent times in (B)(6) 2014. The patient experienced pain in their back before each time. The patient hung sheetrock for a living and their health care provider (hcp) suggested the therapy might not be right to continue, considering their job. The patient turned the implantable neurostimulator (ins) off and was scheduled for explant on (B)(6) 2015. The therapy worked great until the lead issue. The patient wanted to donate their patient programmer. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-33, lot# va0h92r, implanted: (B)(6) 2014, product type: lead. (B)(4).